Event description:
The facility contacted baxter (B)(4) to report an interlink solution set, non-dehp with suo-vent spike, that has '[a] leak from the bottom of the filter.' This malfunction was reported to have occurred during infusion. There was a patient involved, but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. No defects were observed during the visual inspection or functional testing. The customer reported malfunction was not confirmed; the root cause was not identified.